Event description:
Caller reported their pump screen was dark and would not turn on, leading to their blood glucose level exceeding 500 mg/dl with the display indicating "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not require assistance from a third party. Technical support instructed the caller to attempt various methods to turn on the pump, including pressing the button and connecting to a power source, but the screen remained off with a red led blinking and the pump vibrating at intervals. Technical support decided to replace the pump. The pump was out of warranty, expiring on (B)(6) 2024, but the caller expressed interest in an out-of-warranty loaner pump.